Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to pump erosion through the scrotum. A malleable device was implanted as spacers. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.